Event description:
As reported by the user facility: customer reports "they tried to inject 5-fu (volume 110cc) while the 46 hours, and they found a leakage from the housing of the caresite." Device used for chemo treatment, 5-fu anti-cancer drug. There were no complications or injuries to the pt resulting from this incident. Additional follow-up correspondence from the reporter indicated that the customer found the leakage/cracks after 60-70 hours.

Manufacturer narrative:
(B)(4). The actual sample has not yet been returned for evaluation. However, a photo of the sample was received. Based on the returned photo a crack was evident on the female luer lock thread of molded caresite body. The crack appeared to start from the top of the caresite and extend down to the bottom of the luer thread. The dhp record for the reported lot number was reviewed and no nonconformances or abnormalities were noted during in-process or final product inspection. Follow-up correspondence with the reporter indicated that the valve had been in use for over 24 hours before the leakage was found. Per the instructions for use (IFU) for the reported product catalog number, "the caresite luer access device is compatible with lipid emulsion (contained in tpn solutions) and cytotoxic agents containing cremophor (e.g., paclitaxel) for 24 hours." Based on the information provided by the facility, it would appear that using the device beyond the recommended 24 hours likely contributed to the reported leakage. If the physical sample is received or if additional pertinent information becomes available, a follow-up report will be filed.